Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing urinary incontinence. The device was explanted and replaced with a device with a smaller cuff. No further patient complications were reported.